Manufacturer narrative:
(B)(4). Physio-control further evaluated the removed main keypad assembly and observed that the shock button measured higher than normal resistance. The worn shock button caused the device to intermittently not deliver defibrillation energy when the shock button was pressed.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and did not duplicate the abnormal energy delivered during testing, but did observe the logged event code that can affect defibrillation energy delivery. Physio-control replaced the main keypad assembly as a result, and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated on the device and was reportedly not delivering accurate defibrillation energy levels during testing. Upon evaluation of the device, physio-control observed that the device also had previously logged an event code related to the device's ability to deliver defibrillation energy. There was no report of any patient use associated with the reported issue.